Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side "was diagnosed with contracture and also stated that has pain, inflammation, stiffness." Device remains implanted.

Event description:
Patient reported left side "was diagnosed with contracture baker grade 4 and also stated has pain, inflammation, stiffness." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6a, h6.